Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported failure to seal the perforation; however, the reported treatments appear to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the patient presented with chest pain with nonspecific st wave changes, pneumonia, and non st-segment elevation myocardial infarction. While treating a perforation in the proximal left anterior descending artery (lad), a 3.5x16mm graftmaster covered stent was deployed at 16 atmospheres, but the perforation was not sealed. The patient went to surgery for a left intimal mammary artery to lad coronary bypass surgery (CABG). The surgery was a success with no complications and the patient is doing fine. No additional information was provided.